Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/07/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a cartridge. Visual inspection with the unaided eye shows the product is stuck in the cartridge. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was not implanted. If explanted; give date: not applicable as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported an orange object was noticed when advancing the zct150 13.5 diopter intraocular lens(iol) in the cartridge. Through follow up, additional information was provided confirming no patient contact, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The procedure was completed successfully using the primary lens choice with the same model and diopter size. No additional information was provided to johnson & johnson surgical vision.